Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with perineorrhaphy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced discomfort.

Manufacturer narrative:
(B)(4). Additional information: the patient underwent a gynecological procedure to treat pelvic pain and stress urinary incontinence and an obturator sling was implanted. It was reported that due to mesh erosion with extrusion causing bleeding and pain, patient underwent mesh removal by implanting surgeon on (B)(6) 2011 (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.